Manufacturer narrative:
Citation: munoz-garcia et al. Comparison of the effectiveness of transcatheter aortic valve implantation in patients with degenerated bioprosthetic surgical valves versus aortic stenosis. European journal of heart failure (2016) volume 18, suppl. 1, p. 8¿521, section p1976. Date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review which compared clinical results of transcatheter aortic valve implant (tavi) with tavi inside of a degenerated surgical aortic valve (sav). The study population included 500 patients (mean age 79.1 years) divided into two groups: 482 patients (mean age 79.3 years, gender data not provided) who received new tavi and 18 patients (mean age 74.1 years, gender data not provided) who received tavi inside of a degenerated sav. All patients were implanted with medtronic corevalve (serial numbers not provided). Among all patients the total mortality at 34.3 +/- 23 months follow-up was similar in both groups around 3.5% to 3.6%. None of the deaths were attributed to medtronic product. Among all patients adverse events included: post-implant aortic regurgitation, permanent pacemaker implant, and implanting of a second corevalve for unspecified reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.